Event description:
It was reported that the patient presented for a procedure. During the procedure, it was observed that the guidewire would not advance through the left ventricular (lv) lead. The lv lead was replaced. There were no patient consequences.